Manufacturer narrative:
(B)(4). D6a: exact date of implantation is unknown however is reported to have occurred in 2016. D10: medical product: option st tib plt size 7: catalog#00598605701, lot#63283986; lps-flex fxd mld gh/7-10 10mm: catalog#00596405010, lot#63329834; all poly pat comp 38dia: catalog#00597206538, lot#63289114; unknown bone cement: catalog#3095-040, lot#8314613. G2: foreign: united kingdom. H6: proposed component code: mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right knee revision procedure approximately 9 years post-implantation due to pain and inflammation.